Event description:
The manufacturer received information alleging a ventilator circuit's exhalation valve was sticking. There was no harm or injury reported.

Manufacturer narrative:
The customer was contacted and confirmed that diaphragm in the exhalation valve was stuck in the closed position. A request was made for the return of the circuit for investigation, but the customer had disposed of it.